Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor gel implants placed experienced several unexplained systemic symptoms post procedure. Muscle aches/pains, joint pain, memory problems, acute migraines, rashes, hair loss, swelling, fatigue, kidney damage, breathing problems, and breast/chest burning pain were noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-15712 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on december 11, 2020. The patient identifier was added. The implant date was clarified to be (B)(6) 2008. Manufacturer¿s reference number: (B)(4).